Manufacturer narrative:
The device has a broken adhesive on ring#1and fluids residues under it. In addition as a kink at 13mm from the tip and does not curve to the left. The ablation was verified by using a maestro generator 4000, and the device was found within specifications. Electrical test was performed and the device was found out of specifications. The device has a electrical short between tip and r1 and was no able to curve to the left. Handle has been open with no electrical defects found. The steering rod was removed, however short circuit remain. After dissecting in torque hole area, has been determine that the failure was between toque hole and tip. Peeled r1 wire has been found at the bent area in distal tip. Several wires has been found peeled, however no short were found there. The device was opened at the handle finding a gap in the terminal of the steering wire. The device was dissected at the distal section finding the steering wire detached from the center support, however soldering is within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on 11 aug 2015. It was reported that signal noise occurred. During an procedure with the intellatip mifi xp temperature ablation catheter in the right atrium, signal noise occurred. The procedure was completed with another intellatip mifi xp temperature ablation catheter. No patient complications were reported and the patient status is fine. However, analysis revealed broken adhesive and fluids under the electrode adhesive.